Event description:
The customer reported the ventilator remote alarm was not functioning. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarms during use. The customer reported the ventilator was not in use on a pt therefore there was no pt involvement or harm. During eval, the manufacturer's service tech was unable to duplicate the reported problem. The customer reported they had tried another cable and the service tech did not have the original cable to test. The service tech reported the remote alarm functioned when the device alarmed and testing of the remote alarm passed. Applicable final testing was completed and passed to specifications.